Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer¿s insulin pump had keypad anomaly and pump error. The customer¿s blood glucose level was unknown. The customer reported that they had received pump error and buttons were not responding. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm keypad anomaly or a broken force sensor was detected during seating or regular delivery error alarm due to critical pump error alarm.